Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis, manifested by cloudy effluent. The breach in aseptic technique was further described as "not cleaning the area before starting the pd". It was reported the patient was hospitalized for the event. The patient was treated with cefazolin (1.5g/ unknown frequency/ intraperitoneal/ for 5 days) and ceftazidime (1.5g/ unknown frequency/ intraperitoneal/ for 5 days), meropenem (1g/ unknown frequency/ intraperitoneal/ for 20 days) and gentamicin (40mg/ unknown frequency/ intraperitoneal/ for 20 days) for bacterial peritonitis. The patient had recovered from the event and was discharged from the hospital after 27 days. Pd therapy was ongoing. It was not reported if the patient was retrained for aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.